Manufacturer narrative:
(B)(4).

Event description:
Foreign clinical trial manager contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016 the receiver displayed a firmware error. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.